Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving hydromorphone 1000 mcg/ml for a total dose of 725 mcg/day and bupivacaine 5000 mcg/ml for a total dose of 3624.8 mcg/day via an implantable pump. It was reported a motor stall was noted. It was noted the patient had their first stall on (B)(6) 2021 at 6:56 pm and the pump recovered at 11:25pm. The pump then stalled on (B)(6) 2021 at 2:01 pm and recovered on (B)(6) 2021 at 2:26 am. The third stall occurred on (B)(6) 2021 at 10:08 pm and then recovered on (B)(6) 2021 at 8:15 pm. The patient mentioned that the alarms were at a "low" volume but still heard them when in a stalled state. It was asked if the patient purchased any new technology, and the rep did not know. It was noted the patient's pump was currently in a recovered stated and they were looking for considerations. It was discussed asking the patient if they have any emi recently added to their environment since (B)(6) 2021 and to inquire what they were doing that weekend before considering a replacement. The patient's weight was unknown. Additional information received reported the patient's pump was going through multiple motor stalls and recoveries. The rep states that the neurosurgeon saw the patient today for a replacement consult and recommended that the dose gets brought from 725 mcg/day to 507 mcg/day (30% decrease in preparation for the replacement). The patient's pump then stalled again on (B)(6) 2021 at 4:31 am and recovered 2021 at 5:28 am. The rep states that the patient told them today that the volume of the alarm is so low they can hardly hear it and that they are having symptoms of withdrawal when these stalls occur. It was asked what this patient was doing on the days that the stalls occur and the rep states that they "don't know and the patient is so disoriented that I'm not sure they would be able to tell us." The rep states the patient has a lot going on and has a cast on their foot with pins in their foot that they are seeing a doctor for this friday. Once the foot situation is healed, the hcp plans to replace the pump (in about 2 weeks per the neurosurgeon). No further complications were reported/anticipated.

Event description:
Additional information was received from the rep who reported that the cause of the motor stall was not determined. The pump was still implanted and the replacement was scheduled for (B)(6) 2021. The explanted pump will be sent back for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: destructive analysis identified residue/wearing in the motor gear train. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.